Event description:
It was reported to philips that there was a communication error between the image processing computer and host computer, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.